Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead received inappropriate shocks and inappropriate anti-tachycardia pacing (atp) due to oversensed noise. It was found this lead had dislodged due to twiddler's syndrome. An invasive procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.